Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received an alarm during prime. Blood glucose value is 129 mg/dl. It was stated that the device was not dropped or bumped. The drive support cap appears normal. Nothing further reported.